Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up in clinic, externalized conductors were noted on the right ventricular (rv) lead via diagnostic imaging. The lead was explanted and replaced to resolve the event and the patient was stable with no consequences.